Event description:
It was reported that the patient passed out due to low blood glucose levels. Her husband called for paramedics and they treated the patient. Her blood glucose level was 31 mg/dl. The patient attributes the low blood glucose level to issues her body has with insulin absorption and the infusion set. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.